Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. No other complaints have been reported against the lot number. The devices will not be returned for evaluation as the pipeline was implanted and the pushwire and catheter were discarded. The devices were not returned for analysis; therefore, the complaints could not be confirmed, and the event causes could not be determined. The lot history record review of the reported lot numbers showed no discrepancies that may have contributed to the reported experience. (B)(4).

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a left unruptured, saccular carotid-ophthalmic aneurysm (neck 6mm, dome 8mm) with pipeline flex, the physician experienced great difficulties in positioning and deploying the device. The pipeline flex went with a lot of friction in marksman catheter before and during deployment. It was reported that the ica diameter was 4.5 mm and patient's anatomy was very tortuous before ica bifurcation. The artery sizes of the landing zone were 4.5 mm proximal and 3.75 mm distal. There was a lot of friction while the physician was pushing the pipeline flex inside the marksman and deploying pipeline. During the deployment at the intended location, about 50% of the ped flex was not open distally and it was difficult to re-sheath the device into the marksman microcatheter. The physician tried to re-sheath the pipeline flex 2 times. The physician felt friction in the microcatheter on the distal part, at the point where the color of the marksman changes from blue to gray. There was no immediate response of the microcatheter when the physician tried to resheath the marksman. After the second resheathing the physician continued the deployment and was able to open the distal part. It was reported that during deployment on the first curve, the device was not well apposed to the artery wall and on the second curve, the device was not open at all. The device seemed to be stretched. Once the deployment was completed, the physician used a hyper balloon to complete the wall apposition. No patient injury was reported as a result of the procedure. There was no triaxial access only benchmark 6fr and marksman microcatheter were used in the procedure. The physician used heparinized saline drip to continuously flush the microcatheter during pipeline flex device use. The tip of the sheath secured in the hub of the microcatheter. The pipeline was implanted and the pushwire and catheter were discarded, therefore the device will not be returned for device evaluation.